Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The device was returned for analysis and visual and microscopic examination of the device revealed that the hypotube had broken approximately 21cm distal from the catheters strain relief. No other kinks or damage were noticed along the shaft of the device. The distal section of the device including the balloon, tip and crimped stent were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the shop floor paperwork found that the device met material, assembly and product specifications. A CAPA has been initiated to address this issue. The most probable root cause for this complaint is due to a design constraint of the product.

Event description:
This complaint is now reportable based on the analysis completed on 11/28/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The chronic total occlusion was located in the mid circumflex artery. The physician was unable to cross with two other manufacturer's wires. A 1.5x15mm maverick balloon was used for support; however, due to the calcified lesion, the physician was unsuccessful. The physician attempted to cross the lesion with a taxus express2 2.75x28mm drug eluting stent, but was again unsuccessful. The physician met resistance. It was later reported that the physician attempted to advance the delivery device; however, the shaft fractured. No patient injuries or complications were reported. Returned product analysis confirmed a shaft fracture.